Event description:
The physician used an amphirion plus balloon catheter for the treatment of sfa lesion which exhibited severe calcification. As an attempt was made to inflate the device at the target lesion, the balloon ruptured at 15 atm during first inflation. After the occurrence, the target lesion was treated by cutting balloon followed by poba, and the operation was successfully completed with stent implantation.no injury to the patient reported.

Manufacturer narrative:
Evaluation results: root cause undetermined. (B)(4).